Event description:
The event was reported as: the pleur evac tubing slipped off from the connector site, freely draining and caused distress to the patient. No patient injury reported. No further information available. This is the first report of four for the same institution with separate occasions of defect occurring.

Manufacturer narrative:
Sample is available for investigation, but has not been received yet. Evaluation report is not completed at time of this report. A follow-up report will be sent when completed.